Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during implantation surgery with the implantable phakic lens (ipcl) along with a viscoelastic product surgeon noticed a roundish fogging between the ipcl and the lens,after injecting ipcl which was not observed before. The surgeon suspected that tiny air bubbles were emulsified behind the ipcl which were not aspirated through the port. To avoid anisometropia surgeon operated the right eye which was also highly myopic. On the first postoperative day the patient was relatively satisfied with a cc visual acuity of the right eye 0.5. The slit lamp findings were barely changed and fibrous opacities were visible between the vacuoles. The opacities also affected the posterior portions of the capsule. The ipcl were well centered with good vaulting and the anterior chambers were free of irritation. On postoperative day five, cc visual acuity was 0.63 on the right eye, and other findings were unchanged and refraction was unusually myopic (-1.25), tensio regular. The patient was satisfied with the vision and inpatient stay was not necessary. The surgeon suspected an anomaly in the patient and possibly an undiagnosed metabolic disease or other pathology. Additional information has been requested and none received till date. This report pertains to the right eye of the 36 years old female patient reported by same facility.

Manufacturer narrative:
Complaint trending reviewed for the lot code provided. One similar complaint found. There was no sample returned for evaluation. The complaint condition could not be confirmed. Batch records were reviewed, and all testing results met specifications for this lot code at the time of release. Additionally, there were no deviations noted during batch record review. As all testing results were within specification for this batch and no sample was returned, a conclusive root cause could not be determined. All batches are released according to the required specifications. Based on the complaint information and the investigation results, we can conclude that the disposition of the product remains unchanged. No product returned/insufficient information: as no product is returned and/or insufficient product data is available, the complaint could not be verified, and further trending is performed. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Additional information is provided in section b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information received indicated that opacities are still present.